Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false repeat reactive prism hiv o plus result for one sample. The sample generated negative confirmatory results. No adverse impact to donor or patient management was reported.

Manufacturer narrative:
Concomitant medical products section was updated to include a second serial number. No further update was necessary.

Manufacturer narrative:
Review of complaint activity determined that there is normal complaint activity for the likely cause lot. Tracking and trending report review determined that there are no related adverse or non-statistical trends. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Field data was reviewed regarding initial reactive rate, repeat reactive rate and specificity for lot 88004m500. The initial reactive rate and repeat reactive rate were within package insert specification. Assuming a zero prevalence of hiv infection for the tested samples, the specificity of the complaint lot would be within package insert specifications. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the prism hiv o plus assay was identified.